Event description:
It was reported that the customer was in a vehicular accident and was hospitalized on (B)(6) 2014 due to high blood glucose levels and diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 372mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with manual injections and fluids. It was also reported that the customer received a button error alarm as well as a motor error alarm. The customer also reported sugar in the urine and vomiting. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.